Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer went to the emergency room with a blood glucose (bg) level of 414 mg/dl. The cause of elevated bg was unknown. In an attempt to treat the bg, the customer delivered a correction bolus. Additional information regarding the ER stay was not provided. System check with tandem technical support confirmed the pump was functioning as intended.